Manufacturer narrative:
Update to h3: device evaluated by manufacturer? Update to h6: type of investigation (b), update to h6: investigation findings (c), update to h6: investigation conclusions (d).

Event description:
According to the customer on 02/18/2026, "air would not come out after turned on. The previous day the air stopped a little short"

Manufacturer narrative:
According to the customer on 02/18/2026, "air would not come out after turned on. The previous day the air stopped a little short. When I checked all connections still didn't work then I took off filter cover and and saw that filter was covered and realized it should have been changed and hadn't been for at least 8 months". Customer stated, "filter came on 20th but didn't work, notified after 5:00 on 2-20,( friday) so waited to call monday called (2-21) first thing". Customer stated she uses the nebulizer with sodium chloride and three other medical inhalers daily. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.